Event description:
It was reported that during a procedure of a mildly tortuous, mildly calcified, concentric, de novo, 100% chronic total occlusion stenosis of the right coronary artery, the 3.0 mm x 15 mm trek was used for predilatation but the balloon ruptured during the first inflation at 8 atmosphere. A second balloon and a non-abbott stent were used to complete the procedure without incident. There was no reported clinically significant delay in the procedure due to the device issue. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 8 atmosphere. A review of the device lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database revealed no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.